Event description:
It was reported in a social media post that the patient passed away 9 weeks post implant. Patient identifying information was not provided. No other relevant information has been received to date.